Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated implant procedure, a patient's implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Upon interrogation, the device had been double counting qrs complexes. Programming changes were made. Patient was stable pre and post shock.